Event description:
Meter name: ot basic enhanced, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: chest pains, shakiness. A patient reported they were at the hospital. Their meter segments were missing. The result on their meter was unknown due to missing segments. The result on the ER meter was 312mg/dl. The time difference between patient's meter and ER meter was unknown. Treatment was insulin. No further information has been reported.